Event description:
Event description cpi received information that this implantable pulse generator (ipg) would not pace at the time of implant. The physician elected not to implant the ipg. A new ipg was successfully implanted on the leads.